Event description:
It was reported that (B)(6) 2025, a patient had a mammogram using a mammopad radiolucent cushion. It is reported that the patient later experienced breast itching, blisters and a skin tear within one week of the mammogram. No additional medical or surgical interventions were needed. No further information is available at this time.